Event description:
Guarded valley lab tip - while cautery was being used for tonsillectomy, a portion of the tip was exposed, leaving approx 1 cm of metal exposed. Metal exposed touched tongue and pt received a visible burn. Missing part of the blue plastic material that covers the metal.